Event description:
It was reported that the asymptomatic patient presented for a routine clinic visit and it was discovered that the atrial lead was fractured. The lead was explanted and replaced without difficulty. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.